Event description:
The customer called to report she activated a new pod on (B)(6) 2013. At 7:00, her blood glucose measured "high" (over 500 mg/dl). She gave a manual injection of 7 units of pre-mixed insulin. At 8:30, she administered a bolus of 2.5 units of insulin. At 9:30, her bg was reading 484 mg/dl and with a continuous glucose monitor her bg measured at 306 mg/dl. Upon removal she noticed a bent toward the end of the cannula.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or to determine whether this condition could have contributed to the report hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.